Manufacturer narrative:
Additional information was obtained: the wire was exposed due to damaged insulation. The cable was intact. The tear was at the tip exit. No holes on gray area or loss of cautery. No thermal damaged was observed on the insulation. The monopolar curved scissors (mcs) has been returned and evaluated by the failure analysis team on 04/09/2025 has received the part associated with this complaint and completed investigations. Failure analysis investigations replica ted/confirmed the customer reported complaint. Failure analysis found the primary failure of scratched tube extension to be related to the customer reported complaint. The instrument exhibits scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.044¿ x 0.204¿. There was material missing. Common causes of the failure mode scratch marks /abrasions instrument tube extension are attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover installation/removal can also cause scratch marks.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) was observed to have tears on the black rubber bum of the forceps. The procedure was completed with no reported injury,

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.